Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that patient faces an event where an patient sweats more due to the current season and the patch does not adhere well due to the moist skin and patient experiences a parkinsonism symptom like hypomobile and has just administered an extra dose.